Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose. The blood glucose value was 46 mg/dl, 300 mg/dl and current value was 140 mg/dl. The customer treated low blood glucose with pasta and customer declined troubleshooting. The insulin pump will not be returned for analysis.